Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) stopped after performing 4 to 5 compressions was confirmed during functional testing. The customer reported observing either user advisory 12 (lifeband not present) or user advisory 45 (not at "home" position after power-on/restart). However, the autopulse platform stopped compressions with fault code 08 (motor controller malfunction), which was not reported by the customer. The root cause was the defective drivetrain motor, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in march 2017 and is over 8 years old. The reported complaint that the autopulse platform displayed user advisory 45 (not at "home" position after power-on/restart) was confirmed in the archive data, but it was not confirmed during functional testing. The reported complaint that the autopulse platform displayed user advisory 12 (lifeband not present) was not confirmed in the archive data or functional testing. The archive data review revealed multiple ua45 advisory messages occurring upon powering up the device around the reported event date, confirming the complaint. Additionally, the archive data showed multiple fault code 08 (motor controller malfunction) upon powering up the platform on the same date. This fault code was replicated during functional testing. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. During the preliminary functional test, the autopulse platform stopped after performing 4 to 5 compressions, confirming the reported complaint. The autopulse platform displayed fault code 08 when it stopped. This was determined to have occurred due to the defective drivetrain motor, which will need to be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that during a routine morning check, the autopulse platform (sn (B)(6)) stopped after performing 4 to 5 compressions. The customer also reported observing either user advisory 12 (lifeband not present) or user advisory 45 (not at "home" position after power-on/restart). The customer knows how to clear ua45, but it keeps recurring. No patient involvement.